Event description:
The reporter stated that he had received very little information from the hospital; only that the tube was inserted in the patient and they could not inflate it, and then removed it at the same time.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. No analysis or conclusions can be drawn without the device or the lot number.